Event description:
It was reported to boston scientific corporation, in 2005 that a sensation polypectomy snare was used during a polypectomy procedure in a (patient age, gender, & weight unknown) the day prior. According to the complainant," ... The physician was attempting to remove a large polyp and the snare stopped cutting. The snare then became stuck." The physician removed the snare and completed the procedure with a "wilson cook snare." No patient complications as a result of this event.

Manufacturer narrative:
A visual and functional analysis of the returned device could not confirm the reported event. A visual examination of the returned device revealed some discoloration of the loop near the tip, and the outer sheath was missing which indicated use. In addition, the device was returned in two pieces. Further information revealed that the generator was used in the "coag" mode rather than the "endocut" mode and the generator was set on 30 watts. The dfu recommends "40 to 50" watts, therefore the lower setting of 30 watts may have caused the malfunction. Therefore, operational context might have contributed to this event.